Event description:
Device 3 of 6: reference MFR report#3006705815-2018-01944, reference MFR report#1627487-2018-07699, reference MFR report#1627487-2018-07702, reference MFR report#1627487-2018-07703, reference MFR report#1627487-2018-07704. Additional information received identified that infection was confirmed and cleared and reportedly resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 6: reference MFR report#3006705815-2018-01944; reference MFR report#1627487-2018-07699; reference MFR report#1627487-2018-07702; reference MFR report#1627487-2018-07703; reference MFR report#1627487-2018-07704. It was reported that the patient experienced infection at the scs pocket site and the one of the incisions on the back. Patient was admitted to the hospital and prescribed antibiotics wherein the scs system was explanted. Cultures were taken but the results are not known.